Event description:
Patient with a long history of parkinson's disease reports that he has had worsening tremors on the left side of his body for the past 2 months. He initially had a pallidotomy on the left at an outside facility, followed by a deep brain stimulator (dbs) placement unilaterally (on the right), at another outside facility, with most recent ipg replacement ~3 years ago. He is concerned that over the last several months his state has worsened, that he has had worsening weakness, as well as tremors on his left side. The patient was seen at yet another facility several days ago, and was admitted on recently with worsening weakness and tremulousness. There was thought that perhaps his deep brain stimulator was dysfunctioning.